Event description:
Information was received that this smiths medical cadd legacy pump exhibited double beeping and front case damage. No adverse effects were reported.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received in fair physical condition. There was no evidence of the reported issue in the event history log. The moment the device was powered up the device started double beeping. The issue was caused by the downstream sensor and it will be replaced to resolve the issue. The housing was also replaced.